Event description:
A (B)(6) male pt's caregiver contacted zoll customer support to report that the pt's charger/modem would not recognize a battery pack. The pt was issued a replacement charger/modem and battery pack.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. The reported problem (does not recognize battery pack) was confirmed. As rec'd, the charger/modem was not able to recognize a battery pack. The cause for the inability to recognize a battery pack was a shorted u13 (8-bit cmos flash micro-controller) component. The root cause of the corrupted u13 component cannot be positively identified. Device eval of battery pack sn (B)(4) has been completed. The reported problem (is not recognized by charger) was confirmed. As rec'd, the battery was nonfunctional when put into a charger and monitor. Upon eval, the battery cells had a low output voltage. The cause of the low output voltage is the inability to charger. The cause of the inability to charge is the defective charger/modem. No adverse event resulted from the shorted u13 component or low output cell voltage. The pt was issued a replacement charger/modem and battery pack. Device manufacture date: battery pack: 07/2010.